Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A pt underwent evar using zenith products sometime in 2011. Date unk: expansion of the aaa due to type ii endoleak was confirmed later. Date unk: open surgery was performed and type iii endoleak from suture hole was confirmed other than type ii endoleak. The zenith devices were explanted and artificial vessels were implanted. The pt is doing fine after the additional intervention.